Event description:
It was reported by service report that the inner hl and right membrane switches are broken. It was further reported that the hl when has the rubber broken off of it. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Siderail control. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.